Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was evidence of pocket swelling and redness. The patient was stable. Further information was requested but was not received.